Event description:
Caller reported blood glucose results of 49 mg/dl, and 431 mg/dl, took 10 units of lantus, retested at 137 on the compact plus system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.